Event description:
The user facility reported that a portion of the catheter detached during a ppi procedure. Communication with the user facility confirmed the following: during introduction of the catheter via an up-and-over iliac bifurcation approach, the device was inserted into a sheath-less catheter; while trying to pass the contralateral iliac artery the tip of the catheter was ¿broken at the artery¿; the detached material was retrieved using a snare device; the original procedure was completed successfully; and there was no reported impact to the patient as a result of the event.

Manufacturer narrative:
Results/conclusions: is based upon evaluation of user facility information & the returned sample; is based upon evaluation of the undamaged sections of the returned sample. The involved device was returned and evaluated. Visual examination of the returned sample revealed that the guidewire had been damaged resulting in complete detachment of approximately 51-mm of the distal portion of the wire. Further inspection revealed that the outer layer had been stretched and the detached portion appeared to be flared, indicating the device broke due to pulling force. Evaluation of undamaged section of the returned device confirmed no evidence of abnormalities or defects. There is no evidence that indicates this event was related to a defect or malfunction of the catheter. Although the cause of the reported event cannot be definitively determined based on the available information, the most likely cause is continued attempts to withdraw the catheter against resistance. The potential for such an event is addressed in the instructions-for-use. (B)(4).